Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient was unable to turn up their stimulation. It was reported that there was a ¿unable to deliver desired settings¿ message on the controller. The patient had the same results with all groups. The patient met with a manufacturer representative on (B)(6) 2018 and the ins was reprogrammed. The patient was able to turn up the stimulation. It was determined that the impedance on electrode 11 was out of range. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the impedances on contact 11 were high impedances. The rep reported that the electrode was not functioning and could not be salvaged. The rep met with the patient on 2018-(B)(6) as they were once again unable to turn up the stimulation. An impedance test indicated that electrodes 0 and 11 were out of range. The rep reprogrammed the stimulation for improved coverage and made sure that the patient was able to turn up the stimulation on each group. No symptoms or complications were reported.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 977a290, lot#, serial# (B)(6), product type: lead. Product ID: 977a290, serial# (B)(6), product type: lead. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reiterated that stimulation was turning off by itself intermittently. The controller screen was showing screen 56 (stimulation off). It was noted that the patient usually charges twice a day. Stimulation usage data showed that therapy had been unavailable on 1/3, 1/8, 1/9, 1/11, 1/13, and 1/15. It was noted that the patient had not been accidentally turning stimulation off with their controller. Impedances were checked and contact 0 and 11 were 30,000 and 40,000 ohms respectively. It was then reported that there was a suspected lead migration and that the patient was not feeling stimulation low enough in their spine. No interventions were being taken at this time as the patient's managing physician wanted to give it more time. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative (rep). It was reported that the patient's device was shutting off several times on the morning of (B)(6) for no reason. The rep planned on meeting with the patient on (B)(6) 2019 to address the issue. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that there was a settings not available screen on the controller. The rep met with the patient and it was reported that the patient couldn't feel stimulation on any group and was seeing a "settings unavailable cannot provide your desired settings" message. An impedance test indicated electrode 0 was orange and electrode 11 was out of range. The rep also believed that the patient's lead had moved based on comparison of x-ray images. No further complications are anticipated.